Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03350. It was reported the patient is not receiving effective therapy due to high impedances. It was also reported the patient has fallen multiple times. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03350. It was reported that the patient had their leads explanted and replaced. It was found that the high impedance was caused by the leads being fractured. Effective therapy was restored post-op.